Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. The insulin pump passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Low battery alarm was confirmed in the history file and then power error alarm was triggered when backup battery unloaded voltage (ul vlith) was less than 3.7v for 4 consecutive hours due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on connector board, the insulin pump was monitored and functioned properly. No cosmetic damage noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that customer had low battery on insulin pump. The customer¿s blood glucose level was unknown. The insulin pump was returned for analysis.